Event description:
The device was returned due to pneumatic valve leak failure (valve 2). Unit started up without errors. Log files did not indicate pneumatic valve leak failure (valve 2). Burn in logs indicated 909 valve 2 slow closure warnings. Performed recharge/hardware tests, unit passed. Internal investigation found rear cover o ring not seated properly. Valve 2 and rear cover o ring will be removed and replaced during the repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "lvp that failed the burn-in test. Valve 2 failed 909 times. Will have to be sent in. " a preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.